Event description:
Same case as MDR ID# 2134265-2013-00196. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the calcified right coronary artery (rca). The physician performed ablation with a 1.5mm rotalink plus burr and a 330cm floppy rotawire guide wire. The physician switched out the 1.5mm burr for a 1.75mm rotalink plus burr, during a rotational speed test outside of the patient, the guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2013-00196. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the calcified right coronary artery (rca). The physician performed ablation with a 1.5mm rotalink plus burr and a 330cm floppy rotawire guide wire. The physician switched out the 1.5mm burr for a 1.75mm rotalink plus burr, during a rotational speed test outside of the patient, the guide wire fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.